Event description:
It was reported that some infants showed clinical signs of dehydration requiring medical intervention for electrolyte and urea imbalance. The nursing staff was reportedly not using the recommended reflective patches with the giraffe skin temperature probes and were withdrawing humidity therapy within the giraffe incubator at an accelerated rate due to inaccurate skin temperature readings. The temperature probes were reportedly not properly adhered to the infants' skin which may have been a factor in the inaccurate skin temperature readings. There was no permanent injury or death reported. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.

Manufacturer narrative:
The 510 (k) number provided is for the giraffe incubator. The temperature probe does not have its own 510 (k) number. There are multiple probes involved. (B)(4).